Event description:
Ous MDR - after an implantation period of 78 months oversensing on the rv channel without inappropriate shocks was reported. The lead was capped and replaced. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available iegms showed the presence of artefacts on the rv channel which led to vf detection consistent with the observation reported in the complaint description. Inspite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.